Manufacturer narrative:
Livanova deutschland received a report of occlusion problem on two roller pumps used on a s5 system. Reportedly, even if the perfusionists tested and set up the occlusion of the pumps, during procedure the pressure varies during a constant flow. Also the measured flow is not constant. No additional information was reported and as conservative approach this event has been considered as reportable. There was no patient injury.

Event description:
Livanova deutschland received a report of occlusion problem on two roller pumps used on a s5 system. Reportedly, even if the perfusionists tested and set up the occlusion of the pumps, during procedure the pressure varies during a constant flow. Also the measured flow is not constant. No additional information was reported and as conservative approach this event has been considered as reportable. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
A1-a5: there was no patient involvement. H10: livanova deutschland manufactures the s5 system. The incident occurred in wien, austria. Through follow-up communication livanova learned that when the pressure variation was noticed the pump was replaced. A field service representative checked the pumps in use on the s5 system and could not find any deviation. All pumps were found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. It was reported that only one perfusionist at the hospital thought that there was an issue and not other perfusionists. Based on service activity findings and available information, it is unlikely that the reported pressure variation had been caused by the pumps in use on the s5 system during the day of the event. The reportability decision changes to not reportable event based on the fact that no serious injury occurred and that the reported pressure variation was not related to the pump in use at customer site. Pump flow was not impacted and the issue is not likely to result in serious injury.